Manufacturer narrative:
The front bezel was returned for failure investigation (fi). Fi was not required and part was scrapped upon receipt due to previous investigations having shown that liquid ingress, due to variability of the assembly process, is the root cause of the reported failure.

Manufacturer narrative:
G4:26may2021. G5:510k: k102985. B4:24jun2021. The philips field service engineer (fse) replaced the front bezel. The device was reported to have been fixed. No other anomalies were reported.

Event description:
A customer reported that a ventilator was identified as having a defective nav-ring during clinical use. The device was evaluated by the customer. The customer confirmed the reported issue, however, could not duplicate the issue. The device was in clinical use at the time the issue was discovered. The defective ventilator was swapped for a working ventilator. No further delay was reported. There was no patient or user harm reported.